Event description:
The following has been reported by customer: air installation error message customer emailed in the attached request form reporting: error message on the screen "air installation". Reporting as a conservative measure. Adverse effects were not reported. More information is needed to complete the investigation.

Event description:
Device history record was reviewed and nothing was found related to the reported event. Device log was reviewed, no error or issue linked to the reported event was found. The reported device was received in lake zurich and its investigation was performed by our local technical team. The reported device was not sent back to brézins for investigation as repairs were performed locally. According to provided information, nothing was noticed during external visual check. During tests, the ocs test failed and the calibration of the air sensor too, so the reported event was confirmed. Nothing was found during internal inspection, sensor ribbon cables were intact. Therefore, the air sensor was replaced and sent back to brézins for further investigation. Once in brézins, a visual control confirmed that the air sensor is defective. The ceramics are oxidised. There are no signs of infiltration or misuse. After comparison, this is the original sensor, manufactured in january 2016. This complaint is considered as valid, and the root cause is likely due to ageing of the air sensor. Please be informed that an internal CAPA 2133828 is open to address the subject of "defective air sensor". To our knowledge this complaint is not being related to patient safety this complaint is considered as: valid. The trend is: normal.